Event description:
The customer tested his blood glucose using the contour meter and received a reading of 91 mg/dl. He retested using the contour usb meter and received a reading of 26 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Product is not expected to be returned for evaluation.